Event description:
It was reported that during a ptca/stent (4.0/13 stent) procedure, the stent was advanced to the lesion, but the stent became separated from the balloon and ended up distal to the lesion. A 3.5x08 stent was used to successfully appose the original dislodged stent to the vessel wall. Two additional 3.5x08 stents were used to treat the target lesion. During the procedure, the patient crashed and was revived using CPR. The patient was then put on a balloon pump and life support and was reported to be fine afterwards.